Event description:
PICC was in place for four days when it was found to be leaking from the hub. The PICC was removed, and a new PICC was inserted.

Manufacturer narrative:
The device was returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.